Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels that ranged from 40 mg/dl to 50 mg/dl. Reportedly, customer adjusted the carbohydrate ratio setting from 1:30 to 1:60 without consulting a health care provider which resulted in the low bg's. Customer consumed glucose tablets to address low bg. Recommendation was made to discuss diabetes management with a health care professional.